Manufacturer narrative:
Product was returned. At this point, product analysis has not yet been performed for this device. (B)(4).

Event description:
This implantable cardioverter defibrillator (ICD) declared a code 1003, indicative for voltage too low for remaining capacity. A safe replacement interval calculation was completed. Additional information revealed that this product was explanted and replaced. No adverse patient effects were reported. The product was returned and it is waiting for product analysis.

Event description:
This implantable cardioverter defibrillator (ICD) declared a code 1003, indicative for voltage too low for remaining capacity. A safe replacement interval calculation was completed. Additional information revealed that this product was explanted and replaced. No adverse patient effects were reported. The product was returned and analyzed.

Manufacturer narrative:
This supplemental report was filled to provide device evaluation results and to correct field. Patient code 3191 captures the reportable event of surgery. The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.